Manufacturer narrative:
Title: synthetic polyglycomer short-term absorbable sutures vs. Polydioxanone long-term absorbable sutures for preventing incisional hernia and wound dehiscence after abdominal wall closure: a comparative randomized study of patients treated for gastric or colon cancer source surg today, volume 45, 2015 (841-845). Date of publication online: 6 january 2015. If information is provided in the future, a supplemental report will be issued. [(B)(4)].

Event description:
According to the literature source of study performed between november 2008 and august 2010, a total of 55 patients underwent elective laparotomy through a midline vertical incision for gastric or colon cancer surgery. 2010. The patients were randomized for suturing with synthetic polyglycomer short-term absorbable sutures vs. Polydioxanone long-term absorbable sutures. Post-operative wound dehiscence occurred in two patients requiring emergency abdominal closure. In addition, there were also one case of wound infection and six cases of hernia.